Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level over 400 mg/dl; cause was not known. Reportedly, the customer kept administering insulin to address their elevated bg which eventually resulted in the customer's bg declining to below 40 mg/dl. The customer declined to provide additional information regarding the issue.